Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing. Technical services (ts) indicated that could be movement-related, possibly even coughing. X rays were performed, and the technical services (ts) indicated that the electrode appears to be in a good location, nonetheless the coil is very close to some sternal wires. It is remotely possible that the noise is due to the proximity to the wires. This s-ICD remains in service. No adverse patient effects were reported.